Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3180021 and other expiration date includes 2028-06-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-06-29.

Event description:
Material# 309657 batch #3158207 #3180021. It was reported that the bd luer-lok syringe stopper was defective/damaged. The following information was provided by the initial reporter: "upon mixing ivs we noticed the black syringe measurement point is dislodged in two 3ml syringes. See pictures for lot and expiration date." Verbatim rcc received a complaint via email. Email(s) attached. Upon mixing ivs we noticed the black syringe measurement point is dislodged in two 3ml syringes. See pictures for lot and expiration date. We had one last week that was missing the black rubber stopper. The missing stopper was a 5 ml syringe. Lot. 3346774 exp. 11/30/28.

Manufacturer narrative:
Two samples and two photos of 3 ml ll syringes (p/n 309657 batch 3180021) were received and evaluated. The first photo shows two 3 ml syringes in what appears to be a fully sealed package each, visible from the transparent bottom web. Both syringes present an insecure stopper. The second photo shows the top web slip with all the appropriate information for a 3 ml luer-lok syringe. Additionally, the two loose samples were received fully disassembled, and no defects were present. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause of the distorted stopper is associated with the assembly process.

Event description:
Address and contact email updated (B)(6).